Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered larger amount of carbohydrates than consumed. Reportedly, the customer suspended the bolus and blood glucose (bg) level decreased to 46 mg/dl. Juice was consumed and bg level improved to 86 mg/dl.